Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad/sensing electrode) has been confirmed. Upon investigation the electrode belts ecgs were non-functional. The cause for failure was isolated to an electrical short in ECG "a&b" cable. The root cause for the electrical short could not be positively identified. No adverse event resulted from the damaged belt.